Event description:
Additional information was received. Hcp reported the patient had meningitis at implant, fever and increased in white cells count. The infection was in the lumbar region where a culture was taken from as well as from the csf. The organism cultured was unknown. The patient was treated with IV antibiotics and the whole system was explanted. It was reported the infection resolved, there was no drug withdrawal but outcome yet ongoing. System used to deliver dilaudid.

Event description:
It was reported that the patient developed an infection shortly following pump implant. The physician was trying to decide whether to leave the pump in place and manage the infection, or explant the system. It was reported 11 days later that the patient was still in the hospital due to the infection. The physician was out of the country at this time. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).